Event description:
The customer reported a high blood glucose value, indicated as "high" on both the continuous glucose monitor and blood glucose meter, but the specific value was unknown. Cause was not known. The customer addressed the issue with a correction bolus via the pump and did not require further assistance or a supplies/system check.